Event description:
Patient presented with pain, swelling, and suspected infection at the neck incision. Physician brought the patient into the or, applied antibiotic irrigation to the site, and took a culture of the site, and removed the inspire system. Physician prescribed antibiotics post-procedure. Culture returned all clear with no bacteria. This resolved the issue.